Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a plate broke post operation. Item 423.621, lot 2760864 was implanted on (B)(6) 2013. The plate broke during the first phase of bone consolidation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.